Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent an unspecified breast implantation procedure with an unspecified mentor saline breast prostheses, experienced left side deflation post-operatively. As a result, the patient underwent unilateral removal and replacement with a 275cc mentor smooth round moderate profile saline breast prosthesis on (B)(6) 2014.